Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® volux¿ and [unspecified] juvéderm® volift¿. 4 months later, patient has covid-19 infection, deemed not device related. Patient also experienced viral type infectious syndromes (not device related) and episodic oedema. Symptoms on going. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00627 (abbvie complaint #pr (B)(4) ). This MDR is being submitted for the suspect product, juvéderm® volux¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of viral infection, deemed not device related is considered an unexpected adverse drug experience.